Event description:
According to the complainant, during the procedure introduction, the physician could not place the prolieve catheter in the patient. He attempted to place it over a guidewire, and it still would not go and the physician noticed the tip of the catheter buckled after the second attempt. He used another prolieve kit and placed a foley catheter at the end of the procedure. There were no patient complications as a result of this event. The patient was reported to be "fine".

Manufacturer narrative:
A visual examination of the returned device revealed no apparent signs of damage or imperfections. Further evaluation found a noticeably bent catheter tip. The complaint was able to be partially confirmed, the guidewire was not able to be placed through the bladder access lumen, there was an obstruction in the bladder access lumen. The obstruction appeared to be a piece of plastic, the size of the guidewire. The catheter lot number provided is for an expired lot number, which could also explain the bends in the catheter tip and rf antenna.